Event description:
As rap (remote access perfusion) began and initiated cpb (cardiac pulmonary bypass), arterial pumphead experienced a series of "pumpjam" errors; unable to tranfuse volume to patient. Within 10 seconds of initiation, notified or team, clamped venous line, reinfused volume back to patient as pump would allow. Anesthesia bolused volume and vasopressor support. At this time, the patient was hemodynamically stable, and a backup arterial pumphead was used as replacement arterial pumphead. All backup safety measurements, including level alert/alarm, bubble detector, and pressure were validated as auto linked to new pumphead for safety. This pumphead was also double checked for proper 1/2 inch tubing occlusion. No harm to patient.